Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent the handpiece was returned with the nose cone cracked and attached to a har device. When the handpiece was detached from the disposable it came apart. No functional testing could be performed due to the condition of the device. The internal components were inspected and all the internal wires were found to be disconnected. The transducer assembly was not held in place due to the cracked nose cone, so torquing on the disposable resulted in twisting only the handpiece transducer assembly until the internal wires got disconnected. This caused and open circuit condition. In addition, the moisture indicator was positive, the washers were present, and the acoustic isolator was torn. The handpiece has a number of seals to prevent fluids from entering the housing. ¿positive moisture indicator¿ describes a condition where water enters the handpiece cavity during the steam sterilization process due to the damaged nose cone. A possible cause of the nose cone being cracked is the sterilization method due to the heating and cooling of the sterilization cycles is a stressor. It is probable that the ingress of moisture affected handpiece functionality.

Event description:
It was reported that before a laparoscopic staging operation procedure, it's a har36 and a hp054 that did not function from the beginning (error message from gen11), so it was never in the patient. The problem is that they cannot separate the har36 from the hp054. The surgeon used the instrument because the nurse that collected the instrument to the handpiece couldn¿t get it to function. Another like device was used to complete the procedure. There were no adverse consequences for the patient.